Event description:
A customer observed repeatable falsely elevated troponin I results for multiple samples from one pt tested on the eci analyzer. The results did not agree with an alternate method. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the issue was related to only one pt sample. Datalogger files were requested but not provided. The customer has been requested to test the samples after treatment with heterophilic antibody blocking tubes, but results have not yet been provided. The root cause of the event is unknown.